Manufacturer narrative:
The reported event of difficulty inserting and removing the guidewire was confirmed but the reported event of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found that the inner coil at the connector region was bunched up/offset consistent with procedural damage. The cause of the reported event of difficulty inserting and removing the guidewire was due to the bunched up/offset inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
During attempted implant, the guidewire could not be inserted into the left ventricular (lv) lead. A different lv lead was used and the guidewire could not be removed. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2023-16678.